Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use of the bd plastipak¿syringe luer-lok¿ black spots are present inside the hub and barrel of one luer lok. There was no report of injury or medical intervention.

Manufacturer narrative:
Two photos were received of 3ml packaged syringe reported to be from batch #7212683 (p/n 309658). The photos were visually evaluated. The syringe was observed to have black foreign matter in the barrel flange and barrel tip. The foreign matter appeared embedded and larger than level 3 in size, which is a rejectable condition at bd canaan. However, without a sample it was not possible to identify the fm from the two photos provided. DHR review for batch 7212683 (p/n 309658): manufacturing dates: 08/18/2017 to 08/19/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7212683 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Root cause is undetermined and CAPA is not required based on severity and occurrence level defined for this complaint.